Manufacturer narrative:
Concomitant medical products: product ID ddmb1d4 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain related to the way the implantable cardioverter defibrillator (ICD) was sitting in the pocket. A pocket revision procedure was completed. After the pocket revision the right atrial (ra) lead exhibited a dramatic increase in pacing thresholds. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.